Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting and the customer discovered that line # 23 was disconnected, resulting in a leak. The customer re-connected the line tubing. The electrolytes passed calibration and controls. Service was not dispatched for this event. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was failing electrolyte calibration parameter back-to-back and fluid was observed on the modular chemistry (mc) drip tray. A leak was observed upon priming the instrument; the specific source of the leak could not be determined. The leak was described as 2 ml volume from the ionized selective electrode (ise) module. On the same day and operating shift, the leak caused erroneous potassium (k), chloride (cl), and calcium (calc) results for two (2) patients. The erroneous results were not reported out of the laboratory. Patient sample # 1/1 was sent out to another laboratory for a re-test. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No injuries were sustained by any lab personnel and there was no impact on patient treatment in connection to this event.